Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank screen, insulin pump received failed battery test alarm. The customer¿s blood glucose was unknown. Customer also reported that the backlight was dim. Customer reported that act button was hard to push. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. However, device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test and displacement test or verify back light and failed battery test due to unresponsive button. No button error alarm during testing. Insulin pump received with minor scratched lcd window.